Manufacturer narrative:
B3: date of event estimated/ d4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, pseudoaneurysm, perforation of vessels, vascular dissection, occlusion, hematoma, stenosis, embolism and renal failure, are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostar device and the additional patient effect of death reported in the article is captured under separate medwatch reports. Literature attachment: article title ¿selection of vascular closure devices in transcatheter aortic valve replacement: systematic review and network meta-analysis".

Event description:
This study compared the results of transcatheter aortic valve replacement (tavr) procedures using prostar, proglide, and non-abbott devices to close the common femoral artery. The intention of this study was to compare the rates of vascular complication, bleeding, acute kidney injury, and mortality between the three devices. The rate of vascular complications were low in all groups; however, included the following: death, stenosis, perforation, acute kidney injury, dissection, occlusion, distal embolization, hematoma, pseudoaneurysm, bleeding (including life threatening), medical intervention (use of a balloon), surgical intervention, transfusions, and hospitalization. Mechanism of proglide and prostar device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. The article concluded that the rates of vascular complications were significantly lower in proglide compared to prostar. Both the proglide device and non-abbott device had comparable rates of vascular complications. Proglide had a lower rate of acute kidney ingjury and red blood cell transfusion compared to prostar. There were no significant difference in medical interventions and mortality among the three groups. Specific patient information is documented as unknown. Details are listed in the attached article, "selection of vascular closure devices in transcatheter aortic valve replacement: systematic review and network meta-analysis".